Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low pressure. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. The connectors were in good condition, the cabinet and others parts were in good conditions, it was not necessary to replace batteries.